Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported.